Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
One of two pcs-17s used for an ablation, both of which passed the pre-test, showed signs of shaft frosting when treatment was started. The physician was advised of his options and he elected to flush the probe shaft and skin site with sterile saline. Treatment was completed and no freezing or injury to patient's skin was detected.